Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reported that 4 units presented a nutrition leak at the bottom of the device where the line is connected to the extension. There was no patient injury, medical intervention, or adverse reaction reported.